Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The patient reported that upon an impedance check, a possible short was noted on electrodes 7 and 15. An avoid impedance error message was seen. The rep stated that they reprogrammed the patient around the stated electrodes. No further complications or patient symptoms were reported or anticipated.